Manufacturer narrative:
Section b3: date of event: the specific date of event was not provided. (B)(6)2021 was utilized as this was the first recorded date the patient was placed on v.a.c.® therapy. Based on the information provided, it cannot be determined that the alleged lost function/use of patient's foot and ankle and additional harm are related to a v.a.c.® therapy system. The patient had a pre-existing infection prior to v.a.c.® placement. A hospital nurse coordinator in quality and staff education reviewed clinical records and confirmed there was no record of any issues with the wound or any of the wound v.a.c.® systems while on v.a.c.® therapy; as such, due to the lack of information, this nurse could not provide information as to whether a kci v.a.c.® therapy system caused or contributed to, or did not cause or contribute to, the patient's claim. A device evaluation was not performed due to lack of information. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and shouldv not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 23-jun-2023, the following information was reported to kci by the patient's legal representative: plaintiff/patient alleged that on or about (B)(6)2021, patient presented to various facilities for an injury to her ankle. She alleges she was evaluated and remained under the facilities' care over the next several months. The patient further alleges the facilities also treated her wound infection that allegedly developed in said area. The patient alleges the facilities failed to properly treat and care for her ankle fracture, failed to properly perform surgery on her ankle, and failed to properly prevent and subsequently treat patient's alleged wound and infection. The patient claims that as a result, she was severely injured, as she lost function/use of her foot and ankle. The patient further claims additional harm as a result of an allegedly defective, improperly manufactured, designed, maintained and/or serviced "wound vac". Per review of kci records: on (B)(6)2021, the patient fell on stairs and had a bimalleolar fracture of the ankle which was initially splinted. Surgical intervention was planned for (B)(6)2021. On (B)(6)2021, the patient presented to the emergency department with foul smelling drainage from under the splint. There appeared to be some superficial infection, purulent drainage and skin dehiscence. The patient had re-dislocated her ankle and there was a stage iii pressure wound on the medial aspect of her ankle. The patient was placed on antibiotics pending surgery. On (B)(6)2021, the patient had surgery to perform an open reduction internal fixation to the left ankle; an integra skin substitute graft and activ.a.c.¿ ion progress¿ remote therapy monitoring system was applied to the left medial ankle wound. On (B)(6)2021, the patient was hospitalized for surgery, type unknown, and placed on a v.a.c.ulta¿ therapy system. The patient was discharged on (B)(6)2021. On (B)(6)2021, the physician discontinued the activ.a.c.¿ ion progress¿ remote therapy monitoring system as goal of therapy met. On (B)(6)2021, the patient was hospitalized for surgery, type unknown, and placed on a v.a.c.ulta¿ therapy system. The patient was discharged on (B)(6)2021. On 13-jul-2023, the following information was reported to kci by a hospital nurse coordinator in quality and staff education: the patient's clinical records were reviewed and confirmed there was no record of any issues with the wound or any of the wound v.a.c.® systems while on v.a.c.® therapy; as such, due to the lack of information, this nurse could not provide information as to whether a kci v.a.c.® therapy system caused or contributed to, or did not cause or contribute to, the patient's claim. The v.a.c.® therapy system type and identifier associated with the alleged event was not provided; therefore, a device evaluation was not performed due to lack of information.

Manufacturer narrative:
MDR-3009897021-2023-00056, submitted on (B)(6) 2023. Section a1 patient identifer: (B)(6). Correction: section a1 patient identifier: (B)(6).